Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Additionally, it was reported that the wake button was delayed in responding to presses and excessive force and multiple presses were necessary for display to activate. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 364 mg/dl.